Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-267803. It was reported the patient was experiencing burning at the pocket site and it was unknown if the burning occurred whether stimulation was turned on or off. The patient underwent surgical intervention and the pocket was opened and it was determined there was an infection. There was pus present at the pocket site. The ipg was explanted, however, the lead was left implanted. The ipg and lead wire were cut and came back as infected. A culture was taken and results are unknown. The patient was prescribed antibiotics. Surgical intervention may be pending to reimplant another scs system once the infection is cleared.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.